Manufacturer narrative:
The initial MDR 2247117-2014-00032 was filed on june 03, 2014.additional information and correction (06/30/2014): the customer stated that both the results of 1162 and 1997 for patient (B)(4) were correct. The customer noted a correction for patient (B)(4). The value was corrected to 1164 from 1162.

Event description:
The customer stated that for patient (B)(4), both the neat result of 1162 and 1997 were considered to be correct.

Event description:
Inconsistent estradiol results were observed between neat and diluted results obtained on two patient samples on an immulite 2000 xpi instrument. The sample of patient (B)(6) was run neat and diluted 1:3, resulting lower on dilution. A new sample was obtained and tested neat on the same instrument, resulting higher than previous results. The sample was diluted 1:3, resulting lower than the neat. The sample of patient (B)(6) was run neat and diluted 1:3, resulting higher on dilution. All of the patient results were reported to the physician(s), who questioned them. It is unknown which results are correct. There were no reports of patient intervention or adverse health consequences due to the inconsistent estradiol results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse adjusted the position of the sample and reagent probes to the sample and reagent carousel. Calibrations were run, resulting within range. The cause of the inconsistent estradiol results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.